Event description:
It was reported that the pump exhibited a battery compartment damaged. During physical inspection, it was found that there was a lifted downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Review of the event history log (ehl) showed 250 downstream occlusions. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to wear and tear. As a result, the downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.